Event description:
It was reported that the tip of the screwdriver broke off while inserting a bone screw. It was reported that the patient had very hard bone, no patient complications were reported.

Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # rs11a012 and # rs11g037. Manufacture date for part # 5484823, lot rs11a012 is 1/31/11; manufacture date for lot rs11g037 is 9/9/11. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
Visually confirmed the instrument tip has been broken off. The angulation of the fracture surface suggests bend stress overload, with the tip twisted, suggesting secondary torsion, after initial fracture. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Material hardness found to be within print specification. Fracture surface analysis reveals a quasi-brittle fracture with riverlines, consistent with overload. The above findings are consistent with bend stress overload.